Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report smelling smoke then seeing smoke coming out of the motor of the purely yours breast pump during use. Customer reports no injury or burn occurred during this event.

Manufacturer narrative:
A replacement purely yours breast pump was sent to the customer on (B)(6) 2013. Customer was asked to return the defective pump back to ameda, inc. For investigation by using the fedex label sent to her. As of this date, the product has not been returned to ameda.